Event description:
The wheelchair was apparently brought into an MRI scanning room. As the pt was getting the pt off the table, the left removable footrest flew into the magnet hitting the employee in the wrist. The pt was not injured.

Manufacturer narrative:
The wheelchair should not have been brought into the MRI screening room. The footrest are designed to slide off the wheelchair whenever the user wants to remove them. By bringing the wheelchair into the MRI screening room, it appears the magnet on the MRI machine simply attracted the metal footrest, which then pulled off the wheelchair and flew into the MRI machine. This appears to be simply a matter of user error.